Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced hypoglycemia while at school, with a lowest reported blood glucose of 40 mg/dl, following multiple meal announcements and changes in eating patterns since school resumed; the caregiver considered a factory reset and a clinician support session was arranged to review device use with the family and school nurse. Symptoms included feeling mentally overwhelmed and physically weak. Outcomes included self-treatment with oral carbohydrates provided by the school nurse and receipt of low and urgent low alerts from the device, with no emergency medical intervention or hospitalization. Investigation included complaint handling with user and caregiver interviews and troubleshooting education regarding device operation and meal announcements in the school setting. Investigation of this case revealed no device malfunction and suggested use-related factors associated with meal behavior and school routines. It was concluded that the event was consistent with hypoglycemia of unclear cause without device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.